Event description:
It has been reported to philips that the table jerked while performing a bolus chase, and unable to make x-ray. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the table stopped moving longitudinally because of the issue with potentiometer. The engineer unable to duplicate the issue that preventing the device from taking x-rays. Review of log file also confirmed the issue with table longitudinal movement hardware. The engineer replaced longitudinal potentiometer and calibrated longitudinal position. Then, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.